Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Received the additional information on (B)(6) 2011 with the return of the coaguchek meter.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.